Event description:
On (B)(6) 2015 a (B)(6) female patient with the initials (B)(6) contacted (B)(4) to state that she had a radiesse procedure done and she is "not having a good time with it". On (B)(6) 2015 she stated that she was injected with 2 syringes of radiesse into the cheeks in the late afternoon on (B)(6) 2014 (B)(6). The patient stated that something is not right. She has had other fillers injected and they were "chewed up" thus the physician assistant (pa), (B)(6) recommended radiesse. She is an active patient. She had 1 syringe per cheek. Upon leaving, she went to a mall across the street and on her left side her vision was impaired. This was 20 minutes post injection. She looked into a mirror and felt that she did not look right. She went back to the pa and he down played it. Ice was put on it. By (B)(6), ((B)(6) 2014) morning it was bad, swelling & bruising. She called the injecting facility. (B)(6), esthetician called her back and told her to come in and (B)(6) saw the patient. There was a hematoma and she used a laser to bring it down. That afternoon she went to her therapist and was told that it didn't look good. On (B)(6) 2014, (B)(6) acknowledged the swelling & bruising. Per the patient, he down played it and told her it would resolve. She went to her dermatologist, dr. (B)(6) who saw her immediately. He put her on doxycycline for 1 month. She took it as prescribed and the swelling went down. (B)(6) had another appointment booked with (B)(6), pa for a 1 week follow up. At that appointment, he concurred something was wrong. Under the left eye, there is a bruise/lump and it is swollen. Make up doesn't cover it. He referred her to dr. (B)(6), plastic surgeon, (B)(6). On (B)(6) 2015, she had a follow up with her dermatologist. On (B)(6) 2015, she saw dr (B)(6) who told her it could take 1-2 yrs to resolve. It could be a granuloma. He also told her that it could be permanent. He told the patient to use warm compresses. He won't touch it. The patient states that this put age on her face. She has done gentle massage and warm water compresses. The patient explained that it's been 4 months since she was injected and there has been no change. (B)(6) (pa) office has been contacted but there has been no response.